Event description:
It was reported to boston scientific corporation that a patient underwent a spaceoar vue placement procedure. The magnetic resonance imaging (MRI) was performed post placement procedure and shared with the patient. The imaging showed a portion of the hydrogel potentially extending into the anterior wall of the rectum at the inferior margin of the gel. The hydrogel appears to be fine at the bade an midgland but more difficult to tell if there is a rectal wall infiltration (rwi) at the apex. The patient was planned for 20 fractions to 60gy with simultaneous integrated boost (sib) to 67gy. He will wait 5 weeks to undergo sib to ensure there are no complications. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.